Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead serial# unknown product type lead product ID neu_unknown_lead serial# unknown product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, product ID: neu_unknown_lead, serial/lot #: unknown, g2. Foreign: germany h6 codes refer to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient called in because he could not turn his stimulation on anymore. He says he was seeing the message "device not found", but he was able to charge. They were checking whether he would need a controller or a recharger. On the second call, the patient was able to recharge as usual (ins was at 80%) but the stim was off. Stim was then turned back on and could be adjusted without any problems. The patient stated that the leads are defective (known to the healthcare provider (hcp)) and they reprogrammed the device on friday but a revision is likely according to the patient. The patient was advised to try the new stimulation for a few days and then decide if the therapy effect is acceptable. If not, they should consult their hcp again. No symptoms were reported.